Manufacturer narrative:
Follow up (B)(6) 2016: customer reported that the pump was successfully charged with a different usb cable. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump could not be charged with the usb cable despite the attempted use of multiple power sources. There was no impact to the customer's blood glucose (bg) level.